Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture confirmed that reprocessing was not conducted in accordance with the instructions for use (IFU). Based on the results of the investigation a deviation of the reprocessing method from the instrument channel may have caused the foreign material to remain. The foreign material residue point was confirmed to have been free from deformation. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found foreign objects in the nozzle. Based on the visual inspection and functional tests performed on the returned device, the device did not meet the standard specification. The user facility cleaned, disinfected, and sterilized the device prior to sending it to olympus for repair. The facility could not confirm the type of foreign material. It was unknown if there was a delay before pre-cleaning. The air/water nozzle was flushed with water and air. There were unspecified abnormalities in the accessories used for reprocessing. It is unknown if the facility presoaked the endoscope in a detergent solution. The air/water nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges by the user facility. It is unknown if the air/water nozzle was flushed with a detergent solution. There were no other concerns listed with reprocessing.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.